Manufacturer narrative:
(B)(4). During routine service repair, device failed rate calibration, when disassembled and inspected, repair technician found occluder fingers stuck, causing rate inaccuracy. Device was repaired and returned to customer.

Event description:
Customer sent device to service depot for complaint of being unable to communicate with the pc unit. Device failed rate calibration and service technician noted stuck occluder fingers when device was disassembled. Facility biomed reported there had been no patient involvement related to rate inaccuracy, but he suspected the device had sustained a fluid spill. No additional information was available.